Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead had a polarity switch due to high impedance. The lead remains in use. No patient complications have been reported as a result of this event.